Event description:
It was reported that while the pt was being placed on ventilator, the display started flashing and the turbine speed started ramping up and down with an audible alarm. The pt was immediately removed and placed on a back-up ventilator. No pt harm reported.

Manufacturer narrative:
Na